Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6: component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: were there any patient consequences?

Event description:
It was reported that a patient underwent a perineal wound repair after childbirth on (B)(6) 2024 and suture was used. During the procedure, the nurse used two stitches and found that the suture at the needle site was partially broken and could not be used normally. The nurse immediately stopped using them. Replaced the suture with a new one and continued sewing. There were no adverse patient consequences reported. Additional information was requested.